Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis, however, information from the field indicated the valve was implanted in the pulmonary valve position. This represents an off-label use of the device. Per the instructions for use, the trifecta gt valve is designed for supra-annular placement in the aortic position. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Per report, a tavr procedure using a melody valve was performed on an unknown date.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, this 25mm trifecta gt valve was implanted in the pulmonary valve position. (This represents off-label use.) On an unknown date, pulmonary regurgitation was reported. Also, a pulmonary gradient of 44mmhg was observed. Per report, the valve was explanted on an unknown date. Limited information was provided on a medwatch report.